Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on may 16, 2025. Upon further investigation of the reported event, the following information is new and/or changed: b5 (added describe event or problem) d9 (device availability - added date returned to manufacturer) g3 (date received by manufacturer) g6 (indication that this is a follow-up report) h2 (follow-up due to additional information) h3 (device evaluation anticipated by manufacturer - a second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11.) All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
New information received, there was no blood loss.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, they noticed leak from the outlet of the reservoir. The step-down connector was also found to be loose, so it was slipping when the perfusionist was trying to tighten it and were unable to create a proper seal. It is unknown if there was a delay, if product was changed, if the surgery was completed and if there was a blood loss. Terumo continues to attempt to gain more information regarding this event from the user facility.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: g3 (date received by manufacturer) g6 (indication that this is a follow-up report) h2 (follow-up due to additional information and device evaluation) h3 (device evaluated by manufacturer) h6 (identification of evaluation codes 10, 11, 3331, 4210, 4307) the returned sample was inspected upon receipt, it was noted to have a connector attached to the reservoir outlet port. The sample was connected to a pump circuit and was found to leak at the connection of the connector and reservoir outlet port. The connector was removed from the reservoir outlet port and the port was noted to be damaged. A representative retention sample from the same lot number was visually inspected and found to have no damage. The reservoir outlet port of the returned sample was confirmed to be damaged; therefore, not allowing a complete seal when the connector was attached. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.